Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged pivot block. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.